Event description:
Allergic reaction. Dr treated this allergic reaction with predisone and keflex. Pt had mohs surgery for a cancerous growth on my forehead. It left a "bullet hole" in my forehead. When I consulted with dr last fall about the possibility of having a lower face-lift at the same time we repaired this, he said no problem. I did not have any disfigurement prior to surgery. I just wanted to look better. I was the first surgery of the day in a latex-free room. I had elected to spend the night in the hosp and went home the next morning. When I went to dr's office the next week to have the bandages removed and a few external stitches removed, he was very pleased. I was healing well; swelling was going down evenly. Approximately 10 days after surgery I became violently ill. I was extremely nauseous, had terrible diarrhea and a fever of 103 degrees accompanied by chills. I drank water, lukewarm tea and took panadol. After 2 1/2 days when I felt well enough, I went to dr's office for a check up. He was in shock; there was new swelling along the internal suture line. At this time, dr, his assistant and myself came to the conclusion that this was not normal. I was having a reaction to the internal stitches. A decision had to be made; treat this with steroids and antibiotic, or go in and remove the stitches. I then consulted with another dr, a leading dermatologist in the area, who is familiar with the treatment using steriods although she had never seen anything quite like this. Both she and her partner dr advised that I take the steroid and antibiotic route. This was the path I elected to take. I have been closely monitored. First every day I saw one or the other; then three times a week; then once a week; now every two weeks as I am being weaned off the steroids. I started with 70mg predisone, one zyrtec and keflex daily and now am being weaned off the predisone with 2.5 mg every other day and will soon be off the predisone, but will continue taking zyrtec. The swelling is down considerably, but it is still present and there is still lumpiness along the suture lines. I no longer look like the freak I did when strangers stopped me saying "what happened to your face?" I could have been tested and avoided this nightmare. Although most of the online reactions I discovered were to vicryl stitches, mine were pds. I think that due to the timing of my reaction 10 days after surgery, could coincide with when the stitches were starting to dissolve and the possibility exists that there might be something in the coating of both stitches that cuases an allergic reaction in some people; perphaps this would be a good place to start your testing.